Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end.

Event description:
It was reported that there was a broken cable with 8mm fenestrated bipolar forceps instrument. The customer reported event has no report of patient injury.